Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powersport clearvue slim implantable port attached to a catheter in two segments was returned for sample evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The port body and catheter were patent to both infusion and aspiration without issue. No leaks were observed. No obstruction of flow was noted. Therefore, the investigation is inconclusive for the reported non-reversible blood backflow and flash resistance issues as there were no visible split or breakage of catheter was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, there was allegedly a non-reversible blood backflow and flash resistance due to the suspected clog removed. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, there was allegedly a non-reversible blood backflow and flash resistance due to the suspected clog removed. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.